Event description:
It was reported that the pump's usb port was damaged resulting in a charging connection that was unstable and requiring caller to hold or position pump carefully for charging to be recognized. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy and pump replacement was arranged by technical support.